Event description:
User noticed battery cover on nova biomedical corporation, statstrip blood glucose meter was not seated correctly. User removed battery cover and discovered the battery pack had considerable swelling.